Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 09/11/2015, information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of compounded baclofen (2000mcg/ml, 5.7mcg/day), morphine (1.5mg/ml, 0.4993mg/day), and bupivacaine (40mg/ml, 13.315mg/ml) in an implantable infusion pump for a spinal cord injury. The manufacturer representative was notified the "pump locked up" during a pump refill. The pump had to be aspirated for 20 minutes before it unlocked. The issue was resolved at the time of the report. No further action was required. The patient's status at the time of the event was stated to be alive with no injury. On 09/28/2015, additional information was received from an hcp via a company representative and it was reported that the pump "air locked" during refills twice since the pump was replaced. No further actions were required at this time. The lockouts were alleviated with persistent aspiration and instillation of preservative free normal saline. Additional information was received from a healthcare provider (hcp) on 11/10/2015. The pump was delivering compounded baclofen (2000mcg/ml, 711.9 mcg/day), morphine (1mg/ml, 0.5339mg/day), and bupivacaine (40mg/ml, 14.238mg/ml). The start date was 2012. Medication the patient was taking at the time of the event was oxybutynin and lyrica. Medical history was abnormal truncal neuropathy since pump exchange in 2013. The patient has reports of severe abdominal neuropathy (see manufacturer's report # 3004209178-2015-20091). A pump and catheter replacement was suggested. The patient started experiencing the lockout during refills in (B)(6) 2015. The cause of the lockout during refill was not determined and had happened four times during refills. Additional information was received from a healthcare professional (hcp) via a company representative on 12/30/2015. The drugs in the pump were reported as compounded baclofen 2000mcg/ml at dose of 400mcg/day and morphine 1mg/ml at a dose of 0.2mg/day and bupivacaine 40mg/ml at a dose of 8mg/day. The hcp indicated that the pump locked up during refills. Per the reporter, they were unaware of any diagnostics or troubleshooting being performed. On (B)(6) 2015, the pump and catheter were replaced. At the time of the report, the issue was resolved and the patient status was reported as alive/no injury.

Manufacturer narrative:
Analysis of the pump revealed pump fluid path, reservoir access issues due to residue before internal decontamination. As received the pump reservoir had 11 ml of fluid and running in the simple continuous infusion mode. No issues accessing pump during the emptying the reservoir of fluid nor during the internal bleach process. Tried to empty the pump in preparation to do destructive analysis on the reservoir and the pump was emptying slow and the fluid was yellow in color. Destructive analysis was performed and the pump tube was hardened and discolored and when subjectively compared to other tubes with no drug exposure appeared to have lost elasticity. The pump reservoir was also filled with thick brown residue. Corrected information: results code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). It was reported there was crystallization and issues with refills during use with the patient's pump. The pump changed emergently in 2015. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the crystallization was not observed on the outer surface of the pump. It was reported that air lock occurred a few times during pump refills. The hcp reported that the issue could have been caused by the patient's high dosage of medication in the pump. No further complications have been reported.